Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During primary surgery, surgeon complained that the plate position was too inferior, causing the fracture to fall into valgus. The surgeon also complained of the pegs not locking and that there was no bite on any of the cortical screws. The surgeon ended up removing the depuy plate and screws and putting in a competitor's product, resulting in a one-hour surgical delay.